Event description:
It was reported that the surgeon was attempting to insert a +23.0 diopter cq2015a silicone three piece lens and the lens was damaged in the cartridge. No pt contact.

Manufacturer narrative:
Eval: jos a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. This complaint file will be closed.